Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr result. No testing performed in the lab. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4)